Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Pancreatectomy - "we were doing surgeries for the evaluation in this hospital. Dr (B)(6), the surgeon that performed the pancreatectomy, uses for this procedure ligasure small jaw and this is the reason that he wants try with our fine fusion device. At the beginning of the surgery the device worked well but as the surgery progressed in time the tissue started to get stuck in the jaws. When they finished the sealing he could see that there were a lot of tissue (scar) stuck on the jaws. The surgeon did not feel comfortable with this. On the other hand the trigger of the blade started to get harder which also made more difficult the use of the device. In the middle of the surgery the surgeon decided to change the device for ligasure small jaw device." Patient status -ok.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the exact root cause of the incident could not be determined, applied medical has received reports of similar issues and has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.